Event description:
During an atrial fibrillation procedure using non-abbott pfa (farawave), the procedure was abandoned due to connection and pacing issues. It was noted that there were communication issues with the ep-4 touchscreen and the workmate claris computer and pacing was unable to be completed. A "check output switches/cables" message appeared. The cables were reconnected and exchanged, and the ep-4 cardiac stimulator was replaced, but the issues persisted. It was verified that cables were connected, the channels were turned off and on both physically and on the gui. The procedure was unable to be completed successfully. During further troubleshooting, it was observed that the stim port on the workmate claris computer had collapsed and this damage was preventing the ep-4 touchscreen from connecting to the device. The ep-4 has not been able to properly pace since. It is alleged that both the ep-4 and workmate claris computer contributed to the cancelation of the procedure.

Manufacturer narrative:
One ep-4 cardiac stimulator was received for evaluation. Evaluation testing was successful, however when connecting a stimulation cable to the front of the ep-4 it was noted that both stimulus channel 2 and 4 ports were loose to touch. This port looseness does not affect the functionality, except for the useability. These stimulus port connections were determined to be not conclusively related to the reported symptom. Ep-4 functional testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined as the returned ep-4 stimulator passed all testing. The batch was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.